Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant, the catheter was used to cannulate the coronary sinus. A small dissection was found through the use of contrast medium. No additional intervention was reported. The catheter was discarded. The patient was in good condition and was stable.